Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient called technical support to have his cycler replaced upon pd nurse request. While speaking with tech support the patient indicated he had been diagnosed with peritonitis on (B)(6) 2013 at the clinic. During a follow-up call on (B)(4) 2013 with the patient's pd nurse it was reported that the patient experienced several cycler alarms causing him to re-set up the cycler multiple times. The patient noticed a cloudy effluent during the same treatment. It was reported that upon noticing the cloudy effluent the patient medicated himself per protocol with vancomycin and gentamycin. The cloudy effluent was discarded by the patient before visiting the clinic the next day ( (B)(6) 2013) therefore there was no sample for the lab to culture for confirmation of peritonitis.

Manufacturer narrative:
Medical records have been received and reviewed by the MFR's physician and assessed the following: a (B)(6) male patient with esrd received peritoneal dialysis at home using a cycler. He reported experiencing several intermittent alarms one day prior to noticing cloudy effluent which is consistent with peritonitis. The device is currently undergoing evaluation; a supplemental report will be filed upon receiving any additional information.